Event description:
Complainant alleged that while attempting to defibrillate a (B) (6), male, patient, who was in cardiac arrest, the device inappropriately shut down. The clinician was not able to power up the device after the incident. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.